Manufacturer narrative:
The patient received bilateral implants in (B)(6) 2011. The surgeon reported that at the time of the debridement surgery the components were well-fixed. The right fossa component was temporarily replaced with a cement spacer, and the right mandibular component and the left tmj devices are still in place. The surgeon plans on placing a revision right fossa component at a later time.

Event description:
The surgeon performed a debridement surgery on the patient's left and right tmj due to significant heterotopic bone formation. The right fossa component was explanted during the debridement procedure.